Event description:
It was reported that the nurse pretested/inflated the tracheal tube cuff prior to use and found the cuff to have an air leak. There is no patient involvement and there is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer reported issue is confirmed. Visual inspection was performed and it was observed the sample revealed a small cut in the cuff. Confirmed failures for the reported issue have been investigated under a corrective and preventative action. Information has been added to the database and trends will continue to be monitored.